Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's blood glucose was 600 mg/dl. He treated via manual insulin injection. Additionally the customer's mother stated that he had received multiple power loss alarms while the batteries were out of the insulin pump for less than 10 minutes. The customer was advised to discontinue use of the insulin pump and to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.